Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Based on available info, no conclusion can be drawn.

Event description:
A report was received via the FDA medwatch medical products reporting program dated 10/3/06. Consumer reports use of renu multi-purpose solution from 8/05 to 9/05. Consumer reports she developed an (unspecified) infection in both eyes and was hospitalized for treatment for over a week during which time four different types of eye drops were placed in both eyes. An ophthalmologist saw her in follow up - a 2mm scar in the central vision of the left eye was observed. Consumer underwent a corneal transplant to the left eye. No medical documentation is available.